Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms#(B)(4). The device was received for evaluation. During functional testing, using a dedicated pneumatic circuit and it was found that the airway pressure did not rise. However, using the manufacturer's own testing circuit, the product worked without problem. The device was checked to see if there was any anomaly in the product. It was confirmed that the pressure line tube connected to the ventilator had a dent and kinked when connected. Where the tube was kinked it was stuck inside and it was completely blocked, but it did release somewhat. During appearance check, the defect was confirmed. Root cause is unknown. However, no further action will be taken; a supplier corrective action is not required as this is not a defective case, and the reported problem is not associated with a trend. D2: product code is unknown.

Event description:
Information received a smiths medical ventilators/pneupac disposable circuits malfunctioned. During a pre-check, when the customer was checking for occlusion alarm from the product (a parapac plus), he noticed the indicator of the airway pressure meter did not go up. So he asked (B)(6) to check and repair the product. Then, (B)(6) checked the product using the dedicated pneumatic circuit and found that the airway pressure did not rise. Next, (B)(6) did it with (B)(6)'s own testing circuit and the product worked without problem. The customer requested us to check if there is any anomaly in the product. No patient injury.